Event description:
Echelon 3000 powered stapler would not work while inserted into patient abdomen and tissue was inserted in device to be stapled. The case was robotic laparoscopic, which made it more complicated for the surgeon to remove the stapler device without injuring the patient. The stapler device was successfully removed anyway without injury. Echelon 3000 powered stapler 60mm ech60s-12 08/31/2026.